Event description:
It was reported that the device had a pressure sensor error. It was also said that the medication infused in 9 hours when it was programmed for 20 hours. There was patient involvement but harm is unknown.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer? Annex a: a0709, a0401, a040502, a0404, a1801. Annex g: g0301204, g04037, g02017, g0405206. Annex b: b01, b14. Annex c: c07, c17, c0601. Annex d: d07 h3 other text : see manufacturer narrative.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had a pressure sensor error. It was also said that the medication infused in 9 hours when it was programmed for 20 hours. There was patient involvement but harm is unknown.

Manufacturer narrative:
Additional information: annex c: c0201. Annex d: d15.

Event description:
It was reported that the device had a pressure sensor error. It was also said that the medication infused in 9 hours when it was programmed for 20 hours. There was patient involvement but harm is unknown.